Event description:
Device #2 malfunction: kinked exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se attempted arteriotomy closure of a heavily calcified and tortuous common femoral artery after a diagnostic procedure. Reportedly, during insertion of the exchange sheath into the vessel, resistance was felt and the exchange sheath kinked. The exchange sheath was removed and a second starclose se was used. During exchange sheath splitting, resistance was encountered and the thumb advance stroke could not be completed, stopping 1/4 inch from the completion window. The safety mechanisms were activated releasing the device from the body. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation . The lot number will be provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device #1 starclose se, part# 14679-01, lot#unk, is being filed under medwatch manufacturing report number: 2953144-2008-01742.